Manufacturer narrative:
Device disposition presently unknown.

Event description:
According to the information provided the patient received a perceval pvs23, sn tbd on (B)(6) 2018. On (B)(6) 2018 the medium perceval s was explanted due to endocarditis and paravalvular leak which increased over a 6 week period. The event occurred at (B)(6) hospital, (B)(6) and involved, dr. (B)(6).

Manufacturer narrative:
The manufacturer received additional information on (B)(6) 2018. The device is not available for return. The device sn was received by the manufacturer. The manufacturer is performing a review of the device history record report and following up for further information regarding the sites assessment. An updated event description has been included. Fields changed: the device is not available for return.

Event description:
According to the information provided the patient received a perceval pvs23, sn (B)(4) on (B)(6) 2018. On (B)(6) 2018 the medium perceval s was explanted due to endocarditis and paravalvular leak which increased over a 6 week period. Tte performed on (B)(6) 2018 prior to the explant the patient had a bioprosthetic av with severe paravalvular regurgitation. Mild mitral and tricuspid regurgitation. Mild pulmonary hypertension. Peak gradient 35 mmhg and mean gradient of 19 mmhg. The patient had his perceval explanted and a mosaic tissue valve implanted. The patient is doing well and his gradients went down post operatively. It was reported there may have been a slight contamination from the patients chronic severe eczema. The site will provide more information regarding this after their investigations. No patient medical history is available.

Manufacturer narrative:
The manufacturer received additional follow-up stating that no additional information was received from the site. The manufacturing and material records for the perceval heart valve, model #icv1209 , s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, sterilization, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release. Because no further information was received no further investigations are possible. Based on the information received the root cause of the reported event is likely due to endocarditis dirived from the patient condition, specifically the patients chronic severe eczema. However, because the information regarding this event is limited the root cause of the endocarditis cannot be confirmed at this time.

Manufacturer narrative:
The manufacturer received additional information on sep 16, 2018. The device is not available for return. The device sn was received by the manufacturer. The manufacturer is performing a review of the device history record report and following up for further information regarding the sites assessment. An updated event description has been included. The device is not available for return.

Event description:
According to the information provided the patient received a perceval pvs23, sn (B)(4) on (B)(6) 2018. On (B)(6) 2018 the medium perceval s was explanted due to endocarditis and paravalvular leak which increased over a 6 week period. Tte performed on (B)(6) 2018 prior to the explant the patient had a bioprosthetic av with severe paravalvular regurgitation. Mild mitral and tricuspid regurgitation. Mild pulmonary hypertension. Peak gradient 35 mmhg and mean gradient of 19 mmhg. The patient had his perceval explanted and a mosaic tissue valve implanted. The patient is doing well and his gradients went down post operatively. It was reported there may have been a slight contamination from the patients chronic severe eczema. The site will provide more information regarding this after their investigations. No patient medical history is available.